Manufacturer narrative:
There was an absence of photographic documentation or physical samples submitted for the investigation concerning the reported issue. A thorough review of the history associated with syringe 20ml lot 2505056 was performed, revealing no deviations or non conformities linked to the alleged defect. Six retained samples were analyzed further, and the samples were visually inspected without finding any presence of fm or any related defects. The product is subjected to inspections at multiple stages throughout the manufacturing process to guarantee its quality and functionality. Given the current information, we are unable to pinpoint a root cause associated with the manufacturing process. Our quality team will persist in monitoring any complaints related to this device and the reported condition for potential emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: surgeon noticed while foreign body inside the 20ml syringe while administering local anesthetic into wound at the end of the operation. On review of the foreign body under macro lens, it looks to be the black plastic seal from the plunger. Event received from mhra, customer information and contact information not shared.